Event description:
A 3rd party service agency contacted physio-control to report that a device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the 3rd party service agent that had contacted physio-control that the customer's device may not be returned for evaluation. The service agent did not provide any further details. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.